Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse verified that back cover was broken off and patient side cart (psc) would not start up. Fse found fiber cables on back acp backplane were disconnected. Fiber cables were reseated and verified proper working order. The system was tested and verified as ready for use.

Event description:
It was reported that the robot hit something and there was damage to the rear boom cover. The system now has errors 319 errors. Technical support engineer (tse) walked customer through a hard power cycle of the system but was unable to clear the errors. They have cases tomorrow and will move those cases to their xi systems. There was no report of patient involvement or reported injury.